Manufacturer narrative:
Additional information provided by the vad program administrator indicated that the patient's pump was not explanted. The attached user facility report # (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report # (B)(4) from the (B)(6) registry which stated that "per family report, the patient was noted to be tangled in lvad wire at home. While un-tangling, the lvad reportedly became disconnected. Emergency medical services (ems) was called and the patient was transferred to the hospital, intubated and unresponsive, asystolic. Pronounced dead."